Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing altitude alarms and battery depletion issues. There was no information provided regarding the customer's blood glucose level. As the issues occurred in the past, troubleshooting was unable to be performed. The customer stated pump would be used to continue insulin therapy but also confirmed that an alternate method of insulin delivery was available. Although requested, no additional information was provided regarding the reported issue.